Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 30, 2015 to january 31, 2015. Evaluation summary: the device was received for evaluation. A visual inspection and functional flow testing were performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not infuse. This occurred during testing by the customer. The device was filled with 120ml of cefuroxime. There was no patient involvement. No additional information is available.